Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for a single vessel plasty. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28 x 3.00 mm, concentric, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, predilatation,was performed. After predilatation, a 3.00 mm x 28 mm promus element stent was advanced to the target lesion and was deployed. Following stent deployment, a type b distal edge dissection was noted at the distal part of the rca. A 12 mm x 2.75 mm promus element was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.